Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer attempted to recover the drawer; however, an error message stated hardware failure was displayed. The customer performed troubleshooting by powered off the station, unplugged the power cord, waited for a few minutes, and then reconnected and restarted the device. Despite these efforts, the drawer remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and could not be recovered. A field service engineer (fse) identified drawer 4 as failed, performed inspection and hardware test application, removed cubies, cleaned debris, powered down the unit, reseated rear cables, and rebooted the system to resolve the issue. Fse then performed preventive maintenance, confirmed normal operation, and the keyboard cover was replaced. The system functioned as intended after the field service engineer repaired the device.